Event description:
Emt's attended to a pt that had been down for an unknown period of time, diagnosed in cardiac arrest. The automatic external defibrillator (AED) was utilized and defibrillation therapy was attempted. Reportedly the AED improperly diagnosed the pt's ECG rhythm and advised no shock when allegedly a shockable rhythm was present. Paramedics arrived at the scene and continued treatment with another defibrillator and the pt was transported to the hosp. No further details regarding the pt's outcome were obtainable from the reporter.